Event description:
Impaired breathing; wearing a surgical mask, and any cloth I tried, over mouth and nose has caused impaired breathing instantly and I feel as though I'm suffocating. FDA safety report ID# (B)(4).